Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified right common femoral artery after a diagnostic procedure. Reportedly, blood flow had stopped in the marker lumen due to a clot in the device. The device was flushed with saline and then used, but patency was not achieved. A second proglide device was used successfully to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.